Event description:
On (B)(6) 2024, rlsnd121-2.5, lot pm00027786 a paired needle was used during a procedure in which stimulation was being applied to the left ankle, upon completion of the study the needles were being removed and it was visually identified that one of the needles remained retained in the patient. The patient was removed from the or and an xray was taken in pacu and the clinician was able to remove the needle from the patients ankle within a few minutes.